Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: unk expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim#: (B)(4).

Event description:
The reporter indicated that he undersized his patient, used a 13.2mm instead of recommended 13.7mm. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Initial MDR submission should be invalid. No adverse event or product deficiency has been reported. Claim# (B)(4).